Event description:
During field service installation of the device, the user reported, the monitor display went blank. The user found the issue to be with a defective board. The user replaced the board, and the monitor display then functioned as expected. Since the event occurred during installation of the device, there was no patient involvement during this event.